Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One (1) used sample was received outside its original package for investigation. Returned sample was visually inspected by quality engineer, according to procedures. Returned sample was tested for water leak test according to procedures. No leakage defect or bubbles (drawing air) were observed on the returned sample. Water was aspired through sampling port of subassembly. No bubbles or air were noted on the syringe used to test the returned sample. The root cause of the reported issue was not confirmed with the returned sample. Complaint history was reviewed and there were prior related complaints with air in line. Unique identifier (UDI) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the kids kit was drawing air into the line from the plugger area on the line upon application of the kit. No patient was injury reported.